Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the IFU states, "once implanted, the implants are subjected to stresses and strains... Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate." Per email correspondence with the sales rep, it was reported that the patient did not fuse. A similar device was sent for material analysis and it was determined that the device experienced a fatigue fracture. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
The device is reported to be broken after surgery.

Event description:
The device is reported to be broken after surgery.